Event description:
It was reported by dealer that the consumer said that the m91 power chair is driving on its own. Once when he was in a restaurant and he was at home and the chair lunged forward. The chair is immaculate the dealer said. Error codes 0501 x2, 0503 0603 0308. Dealer states the consumer did not give dates as to when this occurred.